Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Out of range quality controls (qc) were obtained on the date of the event. The obtained qc results recovered high out of range, but re-testing of the qc was found within range. No issues were observed with the sample kinetics. A probe on the atellica neph 630 was found to be leaking. A siemens customer service engineer (cse) was dispatched to the site and resolved the issue. No further issues have been observed since the service visit. Heterophilic antibodies in the sample or other patient sample specific issues also cannot be ruled out as a potential cause of the event. The system is performing according to specifications. No further evaluation of this device is required. The atellica neph 630 system is not marketed in the united states (us). This MDR is filed for the us similar system (bn prospec system). The bn prospec system marketed in the us has catalog number 10461865, unique device identifier (B)(4) and was initially cleared under PMA/510(k) (B)(4).

Event description:
The customer reported that two erroneous free light chains, type lambda (flc lambda) results were obtained on two patient samples on an atellica neph 630 system. The erroneous results were reported to the physician(s). The follow day, the samples were reran for flc lambda, and the repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous flc lambda results.